Event description:
On (B)(6) 2026, while cas was on site for surgery support, doctor (B)(6) reported a full thickness ak (#2) on procedure ID #(B)(4).

Manufacturer narrative:
Review of procedure #(B)(4) procedure images and surgical video does not appear to show signs of posterior break through on arcuate #2. No bubbles appear to form under the cornea during the procedure and one bubble anterior to the cornea is released. Surgeon may have perforated the posterior cornea while opening the arcuate during the cataract removal portion of the surgery. System functioned as designed. A bcl was placed during the procedure. Bcl removed 1 day po. Patient is doing well. No further clinical follow-up required.